Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that the sensor stopped transmitting after a shower on (B)(6) 2015. Patient stopped and then started the sensor session and it began to work. No additional event or patient information is available.